Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer's wife) reported that for a month, her husband was unable to get a reading on his adc blood glucose meter because the "meter was not working". She stated that her husband "has not checked his sugar and just takes insulin without checking his sugar." On (B)(6) 2016 at 6:00 pm the customer "fell and passed out". The caller reported her husband experienced a loss of consciousness and a seizure, and that "he was shaking and vomiting." Prior to the event, she said her husband told her that he had no symptoms and "felt fine". Paramedics were called and arrived at 6:30 pm. They tested his blood sugar with a result of 600 mg/dl. The customer was transported to a hospital where a reading of 740 mg/dl was obtained at 7:00 pm. The customer was diagnosed with hyperglycemia and treated with unspecified IV fluids, insulin and unknown medications to reduce his blood sugar. The customer was hospitalized until (B)(6) 2016 in the afternoon, when he was discharged. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and the test strip lot reported with this complaint is unknown, a device history record (DHR) review of the meter was requested. The DHR for meter serial (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
A caller (customer's wife) reported that for a month, her husband was unable to get a reading on his adc blood glucose meter because the ''meter was not working''. She stated that her husband ''has not checked his sugar and just takes insulin without checking his sugar.'' On (B)(6) 2016 at 6:00 pm the customer ''fell and passed out''. The caller reported her husband experienced a loss of consciousness and a seizure, and that ''he was shaking and vomiting.'' Prior to the event, she said her husband told her that he had no symptoms and ''felt fine''. Paramedics were called and arrived at 6:30 pm. They tested his blood sugar with a result of 600 mg/dl. The customer was transported to a hospital where a reading of 740 mg/dl was obtained at 7:00 pm. The customer was diagnosed with hyperglycemia and treated with unspecified IV fluids, insulin and unknown medications to reduce his blood sugar. The customer was hospitalized until (B)(6) 2016 in the afternoon, when he was discharged. There was no report of death or permanent injury associated with this event.